Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration and subsequent fixture loss on two occassions one 3 months post-implant and one 6 weeks post-implant. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report.